Event description:
Additional information: the infection is ongoing treatment and has not been marked as resolved yet.

Event description:
Per information received on (B)(6) 2018, the patient remains ongoing treatment for the infection.

Manufacturer narrative:
Investigation summary: a specific cause for the patient's infection could not conclusively be determined through this evaluation. It was reported that the patient presented with driveline exit site discharge on (B)(6) 2018. The discharge had persisted for weeks, according to the patient. The patient was admitted and was placed on piperacillin/tazobactam. Per information received on (B)(6) 2018, the patient remains ongoing treatment for the infection. The heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection.the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of sterilization and packaging documentation showered no deviation from manufacturing specifications. Patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 3 months, 28 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient had a discharge from the driveline site starting from (B)(6) 2018. It was mentioned that patient was having discharge for weeks. Patient was on piperacillin-tazobactam for 3 days. Additional information was requested but not yet received.